Manufacturer narrative:
Per (B)(4) initial report: additional information including patient activity level, weight, medical history, confirmation on the reason for revision, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient experienced any slips / falls or other trauma post primary surgery, whether there were any events experienced by the patient that may have resulted in the symptoms that led to the revision, whether the patient followed correct post-op protocol and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / trifit ts revision (njr index #2584246) of the cup, ecima liner, biolox delta ceramic head and stem after approximately 7 years and 10 months. Reason for revision listed on njr entry as - "lysis socket/dislocation/subluxation-unexplained pain-wear of the acetabular component-dissasociation of the liner-adverse soft tissue reaction to particle debris-leg length discrepancy-implant fracture of a non-ceramic component - socket".